Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported there were communication errors which may be a result of corroded iui connecters reported by the ICU staff. Although requested, there were no further details or information provided.

Event description:
It was reported there were communication errors which may be a result of corroded iui connecters reported by the ICU staff. Although requested, there were no further details or information provided.

Manufacturer narrative:
Correction to section g.4 in initial report.